Event description:
A patient presented with a defective bioflo duramax 15.5f 24cm single valve sheath dialysis catheter that had been place approximately 6 months prior. It was reported the catheter was failing to work as intended due to material becoming defective. The patient had been referred back to the placement facility because it wasn't functioning and that is when it was noted the catheter was damaged/defective. The catheter was removed and replaced with a new of the same device. The patient did not experience any adverse effects or harm due to this incident.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
Returned for evaluation was one (1) 28cm bioflo duramax dialysis catheter. As received, approximately the first three cm of catheter tubing distal to the bifurcate suture wing is bulging. The rest of the catheter is normal in appearance. The customer's complaint description of catheter damaged/deformed is confirmed. The tubing was found to be bulging/deformed in the area between the bifurcate and the cuff. The catheter was sectioned distal to the bulge and was confirmed to meet dimensional specifications. No manufacturing non-conformances were observed. The root cause of device malfunction could not be definitively determined, however, the bulge in the tubing is most likely due to over-pressurization of the tubing lumen, potential due to occlusion. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the following is provided as a reference from dfu: warning: contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged. If damage is found, call your sales representative. Inspect prior to use to verify that no damage has occurred during shipping. For single patient use only. Do not reuse, reprocess or resterilize. Reuse, reprocessing or resterilization may compromise the structural integrity of the device and/or lead to device failure which, in turn, may result in patient injury, illness or death. Reuse, reprocessing or resterilization may also create a risk of contamination of the device and/or cause patient infection or cross-infection, including, but not limited to, the transmission of infectious disease(s) from one patient to another. Contamination of the device may lead to injury, illness or death of the patient. Warning: only a physician familiar with the appropriate techniques should attempt the following procedures. Insufficient flows: the following may cause insufficient blood flows: occluded arterial hole due to clotting or fibrin sheath. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).